Event description:
It was reported that the customer had high blood glucose levels of 543mg/dl. It was also reported that the customer's insulin pump has cracks at the battery compartment. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected off no power alarm noted. Pump passed the displacement, rewind, basic occlusion, occlusion,prime/a33 and no delivery test. Pump received with broken battery tube threads, minor scratched display window, cracked reservoir tube lip and belt clip slot.